Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had critical pump error. The customer¿s blood glucose level was 12 mmol/l at the time of the incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. The pump returned a critical pump error .unable to perform rewind, seating, basic occlusion, force sensor, occlusion, active current measurement, and self tests due to the critical pump error. Per visual inspection there were signs of corrosion on the electronic board particularly in the area of the battery connectors and on the back of the lcd display. Device has a crack on the battery tube which starts at the corner of the belt clip rails.